Manufacturer narrative:
A 2000e china sample was not available for investigation; however, the customer confirmed the complaint sample was from lot 22015485. The feedback provided by the customer indicates that complete occlusion was detected during priming. The customer also confirmed the connecting product was a 5ml bd flush syringe. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22015485 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite component in the past 12 months.

Event description:
It was reported that the bd alaris smartsite needle-free valve would not flow during priming. The following information was provided by the initial reporter: the fluid would not flow during priming.